Event description:
Information was received from a patient (pt) regarding an external device. Patient reported their recharger was not working. When pt tried to recharge, they said they saw system problem m05 (pss assumes pt saw rm05) and also said they couldn't find the device. Pt inspected the rtm, battery compartment, and li battery; pt said they all looked good (pt said battery contacts didn't look shiny unless they held them up in the light but confirmed they were not corroded). Pt said when they recharge, they notice the rtm paddle getting warm, but not hot. The patient was walked through removing the battery pack and re-insert the battery and pt confirmed the message was cleared. Pt then tried to start a recharging session of their ins and saw no device found. Pt started a passive recharge and saw numbers 100-100-100 which quickly changed to 0-100-100. Pt said when they moved the rtm around, the middle number would not change.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure and that the insulation was pulled too far out of the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.